Event description:
It was reported that "left hip is causing him great pain. Said it has never been right since the beginning. Has been treated with injections, but this is not providing relief."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.